Event description:
This event involved a patient 1 year and 4 months post heartware lvad implantation that experienced critical battery alarms while fully charged. The battery was removed from the patient. No harm or injury to the patient was reported as a result of this incident.

Manufacturer narrative:
The battery was returned to heartware for evaluation. The battery was exchanged without incident and there was no reported patient injury. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Thorough external visual inspection of the battery revealed no signs of physical damage or contamination. Functional testing revealed that the returned battery contained a faulty cell pair which most likely contributed to the reported event. An internal investigation (CAPA) has been opened to address the issue.

Manufacturer narrative:
The device has been received and evaluation still ongoing. Preliminary evaluation and testing of the returned battery (B)(4) revealed an internal faulty cell. This finding was re-assessed per our sop requirements, and determined to be reportable. Additional information will be submitted within thirty (30) days of completion of the investigation.